Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was not providing ventilation output. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec reached out to the initial reporter for additional information about the patient, but they declined to provide any further details.